Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 catalog number was corrected. Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was most likely related to unintended use, since the pump was not in a good position during the time of hemolysis and was later seen to be resolved after repositioning attempt, based on clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient developed red urine and laboratory markers indicated hemolysis. The pump was repositioned the previous day, but echocardiography continued to show a deep position. Further repositioning was recommended. The patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock and device position.

Manufacturer narrative:
B5 updated. Corrected data: d4: UDI updated/corrected. The investigation is still ongoing.

Event description:
Additional information has been provided: "the pump was repositioned and the hemolysis cleared. The patient expired on support with the pump still in place. I will not be able to return it."

Manufacturer narrative:
B5 narrative was added and serious injury was changed to death. H6: health effect - impact code was updated.

Event description:
Clinical narrative (updated): an impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient's clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient developed red urine and laboratory markers indicated hemolysis. The pump was repositioned the previous day, but echocardiography continued to show a deep position. Further repositioning was recommended. Subsequently, the patient expired on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock and device position. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.